Event description:
It was reported "replacement of the iabp machine due to persistent alarms, and successive replacement of the iabp machine under the same alarm cause situation, which still did not solve the problem until the replacement of the conduit". The iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is "unknown".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab catheter damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "replacement of the iabp machine due to persistent alarms, and successive replacement of the iabp machine under the same alarm cause situation, which still did not solve the problem until the replacement of the conduit". The iab catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is "unknown".